Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was placed in a weird spot in her back. She hated where they put the implant and she had not been happy with the stimulator at all.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the location of the ins made it hard for the patient to charge the implant and that the way they had to configure their arm and body was very painful to reach back there and that they wish it was implanted down a little lower because it was up too high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.